Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032266) on 30-dec-2013. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram was not performed nos" and device ineffective "device ineffective". The patient's medical history included multigravida, vaginal delivery and parity 4. Unspecified date- ultrasound: showed a normal pregnancy and both coils in place. On (B)(6) 2013: urine or blood test: confirmed pregnancy. Ultrasound: pregnancy at 6 weeks and 6 days. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("I am now pregnant"), 9 months 9 days after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Lawyer added, the case become potential legal case. Product removal details, event: medical device removal added. The case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032266) on 30-dec-2013. The most recent information was received on 31-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hysterosalpingogram was not performed nos" and device ineffective "device ineffective". The patient's medical history included multigravida, vaginal delivery and parity 4. Unspecified date- ultrasound: showed a normal pregnancy and both coils in place. (B)(6) 2013: urine or blood test: confirmed pregnancy. Ultrasound: pregnancy at 6 weeks and 6 days. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("I am now pregnant"), 9 months 9 days after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: not reported diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.